Event description:
Over the last few months, I have been using amo complete moisture plus soft contact lens solutions. I have had continued problems with eye pain, eye redness, blurred vision, sensitivity to light, sensation of something in the eye, excessive tearing, and excessive "goop" in the eye. I thought I must have an allergy, but I haven't had allergies, or got a bad batch of contacts and have gone through 6 pairs quite rapidly plus now a visit to the eye dr to check my eyes and order new contacts and hopefully no other complications. My sister-in-law saw the recall on the television and knew of my continued problem and told me about it, and sure enough that was the solution I have been using. I reported to amo and they are apparently sending return instructions for the solution, but I also need reimbursed for the 6 pair of contacts and the dr visit--and again hopefully no other complications.